Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump to transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Customer reports the transmitter did not blink when connected to the sensor. Transmitter led light blinked when connected back to the sensor but transmitter was not connecting to the pump. Deleted transmitter serial number and re-paired transmitter to pump but issue persisted. Transmitter may not be communicating. No harm requiring medical intervention was reported. It was unknown whether the customer continued the use of the transmitter. Mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received and placed unit under microscope and found physical damage to cow catcher (connector platform broken), and physical damage to the connector pins. In conclusion, unable to perform functional test, rf/ble/downgrade/association/accuracy test due to the physical damage. The customer complaint of led, communication anomaly, and unexpected alert/alarm could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.